Event description:
A us distributor reported, that a patient was experiencing charger faults.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger faults) has been confirmed. Upon investigation, the battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure. The root cause for the defective charger cannot be positively identified. No adverse event resulted from the defective equipment. Device evaluation of battery charger/modem sn (B)(6) has been completed. The reported problem (charger fault) has been confirmed. Upon investigation, the battery charger/modem displayed a yellow light when no battery was inserted. The charger returned to the vendor for further investigation. The root cause for the defective charger is underway at the vendor. No adverse event resulted from the defective equipment.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger fault) has been confirmed. Upon investigation the battery charger/modem displayed a yellow light when no battery was inserted. The charger returned to the vendor for further investigation. The root cause for the defective charger is underway at the vendor. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing charger faults.